Event description:
It was reported that the patient experienced sustained hyperglycemia while using the ilet after the infusion set connector was not fully inserted and twisted onto the site, leading to interrupted insulin delivery; troubleshooting identified the misattached connector, the patient disconnected, performed a tubing fill to check for occlusion, reattached correctly, and resumed insulin, with education provided on backup therapy and temporary disconnection if correction by injection was used. Symptoms included elevated blood glucose readings over 300 mg/dl without reported ketone testing, dizziness, loss of consciousness, or other acute sequelae. Outcomes included prolonged time above range and concern about increased insulin use while the device attempted correction, with subsequent improvement to approximately 200 mg/dl and downward trend after reconnection. Investigation included user interview, photo verification of connector attachment, and functional check via tubing fill. Investigation of this case revealed user setup error of the infusion set connector that interrupted insulin delivery, with device performance returning to expected operation after correction. It was concluded that the event resulted from user handling of the infusion set connection rather than a device malfunction, and that no medical intervention or hospitalization occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.